Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that when the patient went to the hospital there was no alarm and she was given shots. It was reported that the pump was checked, worked 2 times and then stopped. The pump was noted to be replaced on (B)(6)( 2020. It was reported that the patient was in pain and requested a healthcare provider that was closer to his home. No further complications have been reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from a friend/family member of the patient. The patient reported experiencing "lots and lots of pain" and their personal therapy manager (ptm) wasn¿t working. The issue began about a week ago. The caller stated the patient's np gave the patient the manufacturer representative (rep) contact information, and then the rep got the ptm working, but now the ptm wasn¿t working. The caller explained the ptm not working was due to code 8476 appearing. The code meaning was reviewed. The patient stated the pump was not currently alarming. The caller was redirected back to the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient saw code 8476 on their personal therapy manager (ptm) which indicates a motor stall. They confirmed hearing a dual toned alarm which they had thought was coming from the ptm. The patient was redirected to their health care professional (hcp) to address the alarm and motor stall. No patient symptoms were reported. No further complications were reported.